Event description:
The customer stated her freestyle pump has low suction and the doctor diagnosed her with clogged ducts and prescribed her antibiotics.

Manufacturer narrative:
A replacement breast pump was sent to the customer and requested the defective breast pump be returned for evaluation. The defective breast pump has not ben received at medela as of (B)(4) 2014. The product involved in the complaint was not returned for evaluation/investigation. Therefore, no conclusion can be made as to the cause of the event. Customer follow up was not successfully. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. This issue with suction is low/no suction for the freestyle device is currently being investigated under ir13-0011.